Event description:
Upon implanted the 2.3mm distal screws the 1.5mm hex driver snapped during use. No delay or adverse event reported to occur. A second driver used to complete the procedure.

Manufacturer narrative:
Manufacturing and inspection could not be reviewed because device batch number could not be provided, and the device not returned. Based on the information received no coot cause could be determined. Related to 3025141-2025-00165.